Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During an illeal conduit procedure. The staples did not form properly. The surgeon applied manual suture to complete the procedure. The hosp reported that no pt injury had occurred.